Event description:
A neurosurgeon contacted integra on 7/5/2006 to ask advice on what he should do to treat his patient. In 2006, he implanted a spetzler system in a patient who had a pseudo tumor. Integra found no evidence of the hospital ordering this product at the time of surgery. According to the reporting neurosurgeon, the next month, the patient presented with headaches and csf accumulation. Subsequent xrays and cat scan showed the catheter broke with 10 cm under lamina, and the suture collar was still in place. It was reported that the patient has had no trauma to cause this breakage. Patient continued to have headaches. The neurosurgeon wanted to know what to do with the pieces and how to obtain drainage of the csf to stop the patient's headaches. On 07/05/2006, technical service spoke with integra's vice president of clinical development, who recommended another neurosurgeon who could speak with the reporting neurosurgeon. Integra received further information from the reporting neurosurgeon stating that the end of the catheter was protruding approximately 2-3mm above the dura, so the catheter could not have broken within the intrathecal sac. It was further reported that csf was collecting in the subcutaneous tissues about the dural sac, indicating that the lumbar catheter was still patent. The reporting neurosurgeon tested the peritoneal catheter, and it was also patent and reported that there was no indicatin of infection. He was recomended to speak to another neurosurgeon who has attempted to reach the user facility. To date, no further information is available. The lumbar catheter has been placed between l3 and l4 to treat symptoms of pseudo tumor cerebri. The neurosurgeon did not want to go after the lumbar catheter as he said, "it would be like looking for a needle in a haystack". He suggested placing another system at a lower level and wanted to know what pressure rating he should use for the valve, since he previously used a high pressure valve.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.